Event description:
Complainant alleged that the medics were attempting to defibrillate patient, but the device internally dumped the energy and failed to shock the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.